Manufacturer narrative:
Pump received with stripped coin slot. Unable to perform the displacement test due to the inability to remove the battery/battery cap.

Event description:
Customer's daughter was reported via phone call that customer was not able to remove battery cap. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.